Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Vascular assessment revealed no flow to the right arm, prompting the vascular surgeon to perform an investigation and revascularization. During this intervention, the impella device continued to function as intended at p8 with stable flow. The surgeon successfully restored perfusion to the extremity; however, multiple blood products were administered during subclavian revascularization. While surgical closure was underway, the patient experienced pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was performed for more than 20 minutes. The interventional cardiologist consulted with the family, and a decision was made to withdraw care. In accordance with team wishes, the impella device was left in place and was unavailable for return. The care team reported no concerns regarding the impella pump¿s function throughout the procedure. Additional information noted that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Ischemia & cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details.